Event description:
A customer observed discordant (B)(6) anti-hcv results obtained from a single patient sample when tested with vitros ahcv reagent on two different vitros eci immunodiagnostic systems ((B)(6)) and a vitros 3600 immunodiagnostic system ((B)(6)). (B)(6) ahcv results were obtained from a non-vitros, recombinant immunoblot assay (riba) system). Biased results of the magnitude and direction observed could lead to inappropriate physician action. The false (B)(6) anti-hcv result was reported ahcv screen (B)(6), riba (B)(6). There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that discordant (B)(6) anti-hcv results were obtained from a single patient sample when tested with vitros ahcv reagent on two different vitros eci immunodiagnostic systems and a vitros 3600 immunodiagnostic system. The assignable cause of the event is unknown. The possibility of an unknown interferent in the patient's blood, or a method to method difference regarding antibody sensitivity cannot be ruled out as contributing to the event. The investigation did not identify an analyzer or vitros anti-hcv reagent malfunction.